Manufacturer narrative:
Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that during the post-op check, dislodgment was suspected involving this right ventricular (rv) lead. A device interrogation and x-ray were performed to confirm findings. No further information has been provided at this time. This lead remains implanted. No adverse patient effects were reported.